Manufacturer narrative:
Concomitant medical products: 402452 lead. Implant date: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing interference with their implantable pulse generator (ipg) when they test drove an electric automobile and when they visited the hoover dam in the form of dizziness, faintness and not feeling like they are getting enough air. The ipg remains in use. No further patient complications have been reported as a result of this event.